Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-13970sr kingfisher¿ suture retriever/tissue graspers bottom jaw fell off when the surgeon was retrieving a foreign body. The issue was discovered during the surgery where another device was swapped, and the case was completed with no adverse effects to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-13970sr serial/batch number (B)(6) was received for investigation. Visual inspection noted that the bottom part of the jaw was detached and not returned for investigation. The exterior of the device had significant material degradation. Functional testing was not performed due to the damage of the tip. The most likely cause is attributed to wear and tear due to repeated use of the device.